Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. The device is unable to power on. The charge-pak received with the device is expired. The device was opened for further evaluation and rust was discovered at multiple points on the hybrid layer capacitor's. The root cause of the reported failure is determined to be failed electrical components: bt1, bt2, bt3 due to contamination. The device was retained by stryker.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.